Event description:
The caller reported damage to a tandem charging cable, and the charging supplies were no longer functional. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the damaged charging supplies with a delivery via 2-day shipping.